Manufacturer narrative:
The device was returned to olympus for inspection. There is no costumer allegation or reported malfunction from the customer. However, the regional repair center identified the following failures that are subject to investigation: aw-cylinder has foreign objects, aw-tube has foreign objects & j-tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure is cause traced to failure to follow instructions. The malfunction can be prevented by following the instructions for use, which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air/water cylinder, air/water tube, jet tube and probe cover. There was no patient involvement.